Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information; source: email.

Event description:
Customer reporting 5 false positive flu b results. Customer states, that some results were confirmed negative by pcr for flu b and positive for other respiratory type illness. Multiple attempts were made to gather more information from the customer, regarding patient results without success. Report 6 of 7.

Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: email.